Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door 4 had failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the tower door had failed to open. A field service engineer (fse) found that door 4 would not open and visually verified a jam, as the door glass was pushing outward. The fse unlocked the tower to access the emergency release, successfully engaged the emergency release, and assisted the customer with resolving the medication jam. Afterward, the emergency release was disengaged, and the tower was locked. The customer successfully recovered the failed door, and the unit was successfully tested using the hardware test diagnostic. The system functioned as intended after the field service engineer repaired the device.